Event description:
The customer initially called for assistance setting up her replacement insulin pump. The customer then stated she was treated by the paramedics for a low blood glucose reading of 26 mg/dl. The customer stated she changed the infusion set the night prior to the event. Troubleshooting was performed and the insulin pump was programmed correctly. The customer stated the medical doctor changed the basal rates and felt that the night-time basal was set too high. The displacement test was performed and the insulin pump passed the test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.